Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and a representative. It was reported that patient's shocking issue became worse and a representative kept telling them they needed to try different things. The patient reported they were hospitalized because of "things that were going on". The last time the patient was shocked it went to their shoulder and arm and they tried to turn the ins off but they couldn't get it to turn off. Sometimes they couldn't get the ins to turn off. They were being shocked more frequently- when stimulation was on, they felt the shocking and even when they turned stimulation off they still felt it sometimes. The patient noted that they've had it "for twenty years" and never had a problem until now and they didn't know if it was a default. The patient tried different levels and different charging "mechanisms" because when they first got the ins they couldn't get it to charge. They still periodically had the charging problem. The ins turned off by itself with 90% charge in (B)(6) 2019 and again on (B)(6) 2019. The patient noted that their healthcare provider thought the ins was causing the shocking. A representative reported that the patient had an x-ray and the leads were seated correctly in the ins. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient stated he tried his controller with recharger and were unable to proceed. Tss had patient disable and re-enable the ins and issues were resolved. Patient noted she felt a shocking feeling, and it started occurring around when this issue initial started, event date was 2 to 4 weeks ago. Patient mentioned it happened once every couple day but happened 3 times on this past sunday. Additional information was received from patient on (B)(6) 2019. Patient stated patient was on the way to appointment then feeling electric shocked at ins site. It was noted patient didn¿t know how often shocking was occurring or when it started, and the issue was notified today as (B)(6) 2019. Tss reviewed checking impedances, obtain x-rays if values were out of range, palpating along system to try and recreate sensation or had patient move into different positions, obtained impedance measurement while shocking was occurring if possible. Tss also suggested turning ins off to see if shocking went away. It was reviewed potential that something was irritating pocket site, and this could be patient anatomy issue that patient would need to further examine. No patient complications have reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) on 2019-jun-26. It was reported that the patient¿s implantable neurostimulator (ins) was replaced on the day of the report due to the ins shocking her multiple times a day at the ins site. Impedances were within normal range and x-rays showed that the leads did not migrate. It was noted that the factors that might have led to or contributed to the issue were unknown environmental factors. The issues were resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that all electrodes were out of range. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep) on 2019-jun-26. It was reported that the patient¿s implantable neurostimulator (ins) was replaced on the day of the report due to the ins shocking her multiple times a day at the ins site. Impedances were within normal range and x-rays showed that the leads did not migrate. It was noted that the factors that might have led to or contributed to the issue were unknown environmental factors. The issues were resolved at the time of the report and the patient was alive with no injury. There were no further complications reported or anticipated.

Event description:
Additional information was received from patient. The patient reported they got the controller replaced, but they were still getting no device found message. Patient stated he tried his controller with recharger and were unable to proceed. Tss had patient disable and re-enable the ins and issues were resolved. Patient noted she felt a shocking feeling, and it started occurring around when this issue initial started, event date was 2 to 4 weeks ago. Patient mentioned it happened once every couple day but happened 3 times on this past sunday. Patient stated patient was on the way to appointment then feeling electric shocked at ins site. It was noted patient didn¿t know how often shocking was occurring or when it started, and the issue was notified today as (B)(6) 2019. Tss reviewed checking impedances, obtain x-rays if values were out of range, palpating along system to try and recreate sensation or had patient move into different positions, obtained impedance measurement while shocking was occurring if possible. Tss also suggested turning ins off to see if shocking went away. It was reviewed potential that something was irritating pocket site, and this could be patient anatomy issue that patient would need to further examine. No patient complications have reported because of this event. It was reported the patient met with rep and hcp. It was reported the patient was still reporting shocking at the battery site and still is feeling stimulation when ins battery was turned off. It was reported when interrogated with new tablet, patient reported that she felt the intensity increase when rep interrogated the battery. The patient was prescribed a topical patch to relieve the pain at the ins site. Hcp wants to see the patient back in 2 wks. When stim is on, the patient is still getting good coverage even though the patient is still getting intermittent shocks 1-2x/day.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), product type: programmer, patient. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis # (B)(4), analysis information -- 2019-11-11 08:15:02 cst pli# 20, product ID# 97715 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the analysis of the ins indicated that there was no anomaly.

Manufacturer narrative:
H6: fdc code 11 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), product type: programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer rep reported that the doctor and nurse practitioner have suggested that the battery be replaced to resolve the issue. It was reported that an x-ray was done, and the lead was determined to be seated correctly.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that there was a plan to replace the patient¿s battery. No further complications were reported/anticipated.